Event description:
The report indicated that during a cardiac ablation procedure with a thermocool smarttouch sf catheter, the patient experienced a drop in blood pressure and pericardial effusion treated with pericardiocentesis. The report indicated that the patient had a pericardial effusion. The procedure was completed, and the staff was pulling catheters out of the body when anesthesia noticed a drop in the patient's blood pressure. The physician completed a transthoracic echocardiogram and discovered a pericardial effusion. Pericardiocentesis was completed and approximately 200cc of blood was removed. The pericardial drain was left in the patient, and the patient was stable on transfer to intensive care unit (ICU). The cause of the pericardial effusion is unknown. The physician¿s opinion on the cause of this adverse event was the procedure, and the outcome of the adverse event was fully recovered (no residual effects). The patient required extended hospitalization because of overnight in the intensive care unit (ICU), and the patient did not require cardiac surgery. The procedural activated clotting time (act) was 350 seconds. One transseptal puncture site was performed during the procedure. The number of radiofrequency (rf) ablations was 22 all outside the pulmonary vein (pv), and none in the pvs. Transseptal puncture was performed. There was no evidence of steam pop. The flow irrigation setting was on default settings.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).